Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found low battery reset of an undetermined root cause. Analysis also revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was receiving 12 mg/ml bupivacaine at minimum rate, 30 mcg/ml baclofen at minimum rate, and 32 mg/ml dilaudid at minimum rate via an implantable pump for non-malignant pain and other non-malignant pain. It was reported that the pump logs showed a low battery reset occurred on (B)(6) 20017 at 10:44 am. It was stated that the patient heard the alarm. The pump was due to be replaced on (B)(6) 2017 anyway due to normal longevity. It was noted that upon interrogation of the pump prior to the case, the rep noticed the low battery reset and safe state. The patient had no symptoms. No further complications were reported or anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2017, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information was received on 2017-jun-20. The patient's pump was replaced and returned to the manufacturer for analysis. It was noted on the logs that before the pump was delivering drugs at the minimum rate, it delivered dilaudid at 12.499 mg/day, bupivacaine at 4.687 mg/day, and baclofen at 11.718 mcg/day. The medication in the pump were taken out of the pump at the time of replacement. No further complications were reported or anticipated.